Manufacturer narrative:
(B)(4). Pinion axle the analysis results found that the ats45 device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received partially which indicates that the device's firing cycle was interrupted. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left pinion axel support was found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a total abdominal hysterectomy procedure, the device was not cutting properly and the staples were not working. Another device was used to complete the procedure. No adverse consequences reported. No details are available.